Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The failures of the distal tip are due to stresses that exceed the material or weld strength. Since the force delivered by this instrument is not torque limiting, the amount of tightening torque is unknown. According to the risk assessment, torques above and below the recommended 1.2 nm present clinical risks associated with the success of the procedure. Additionally, delivering a torque beyond the strength of the instrument can lead to breakage of the device. Upon inspection of the received instrument, the reported condition was confirmed. The driver was received with the driver tip damaged. The universal joint is broken off; the liberated component was not returned. The involved instrument 03.617.900 consists of three components: driver shaft, sleeve, and handle. The affected area of this complaint is the distal tip of the driver shaft component. It is likely that a torque beyond the strength of the instruments leaded the breakage of the instrument however the amount of tightening torque is unknown.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/ explanted. The t8 component of the cardan joint on the screw driver is broken off; the broken off portion is missing. The relevant dimensions can not be verified anymore because the t8 component of the cardan joint is missing. A manufacturing conclusion cannot be presented due to the condition of the product. Visually there does not appear to be an issue other than the damage sustained by mechanical overloading.(B)(4)

Event description:
It was reported that the tip of the angled stardrive screwdriver broke off during a procedure. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.